Event description:
Revision surgery- the pt fell six weeks after the operation and dislocated the shoulder. She was revised to a +4 shell with a 32 semi-constrained liner.

Manufacturer narrative:
The reason for this revision surgery was to remedy a dislocation after 1.2 months of pt use. The outcomes attributed to this event were required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event. There was no delay in surgery and another suitable device was available for use. The surgery was available for use. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report shows this is the (B)(4) complaint for this part number (B)(4). The root cause was most likely due to the pt falling. There are no indications of a product or process issue affecting implant safety or effectiveness.